Event description:
It was reported that the fast-fix 360 curved implant failed in an acl because it did not deploy the t2 implant, and it seemed the firing pin arm was not reloading the second implant. T1 was deployed and subsequently left in patient capsule after t2 deployment failure. It was not a tight knee, and there was no stress acted on the shaft that would have led to a misfire. These issues caused a significant delay in the case, as the dr. Had to switch to an inside-out technique and there was a 15-min delay. There was no harm to the patient due to these issues.

Manufacturer narrative:
H10: additional information on b5.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that the fast-fix 360 curved implant failed in an acl because it did not deploy the t2 implant and it seemed the firing pin arm was not reloading the second implant. It was not a tight knee, and there was no stress acted on the shaft that would have lead to a misfire. This issue caused a 15 minutes delay in the case, as the doctor had to switch to an inside-out technique. No other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical/medical evaluation was completed. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: (B)(4).